Event description:
It was reported that a user of the ilet experienced recurrent overnight low blood glucose, including a documented low of 66 mg/dl following dinner and dessert, with device alerts for hypoglycemia and corrective intake of cranberry juice and orange juice. Symptoms included no reported hypoglycemic symptoms. Outcomes included self-management without outside assistance or medical intervention. Investigation included troubleshooting and education with data synchronization for clinical review. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event involved low glucose with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.